Event description:
Event description cpi received information that during an invasive procedure to reposition the 4285 lead, serial number 247768, for high thresholds, the physician broke off the wrench in the header.